Event description:
It was reported that during preventive maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) units IV pole positioning not locking. There was no patient involved.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component codes and investigation conclusions). Corrected fields: g2. Additional customer contact information: name: (B)(6), email: (B)(6), phone: (B)(6). A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) with IV pole positioning not locking issue. Fse resolved the issue by replacing the IV pole locking hardware. Fse then completed full pm. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received part with a reported unit failure of the IV pole not locking. The fat performed a visual inspection and found the part to have a faulty locking mechanism. The locking pins inside the part were loose. Fat verified the reported failure but no root cause defined. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units IV pole positioning not locking. There was no patient harm reported.